Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, and it was confirmed that the malfunction code did not recur afterward. The customer was instructed to continue using the pump and to contact support if the issue reoccurs, which the caller acknowledged and understood.